Manufacturer narrative:
(B)(4) infection occurred. The device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and absorbable adhesion barrier was used. During the procedure, extra-large size of absorbable adhesion barrier was placed on open side of the retroperineum. Following the procedure, the patient experienced infection. No additional information was provided.